Manufacturer narrative:
(B)(4). The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead required surgical intervention to reposition. It is unknown what was the initial issue that required this reposition procedure. At the repositioning attempt, the helix mechanism could not extend or retract, so a new lead was used. This lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead required surgical intervention to reposition. It is unknown what was the initial issue that required this reposition procedure. At the repositioning attempt, the helix mechanism could not extend or retract, so a new lead was used. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in an extended position. Dried blood was noted in the helix housing and tip region. The lead passed all electrical testing. Laboratory analysis was able to confirm the reported allegation of helix extension/retraction issues, the mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. The surgery code was not confirmed, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.